Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 27 mmol/l at the time of the incident. Customer¿s blood glucose level at the time of call was 9.8 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The user alleged the insulin pump was under delivering insulin due to bolus was not go down all day. Customer reported insulin exited at the quick release. Customer did received symptoms related to high blood glucose was nausea, abdominal pain and difficulty breathing. The insulin pump will not be returned for analysis. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.